Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 11-mar-2022. The most recent information was received on 17-mar-2022. This spontaneous case was reported by a regulatory authority and describes the occurrence of device breakage ('essure stretched and broken during curettage requiring removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "essure broke during hysteroscopic removal" on (B)(6) 2019 and wrong technique in device usage process "essure removed by hysteroscopy" on (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criterion intervention required), 10 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), genital haemorrhage ("haemorrhages"), postmenopausal haemorrhage ("postmenopausal metrorrhagia"), fatigue ("chronic fatigue"), dizziness ("dizziness"), cervical cyst ("two cystic cervical masses"), sleep disorder ("sleep disturbances") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure was removed during hysteroscopy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, cervical cyst, weight increased, sleep disorder and depression outcome was unknown and the pelvic pain, genital haemorrhage, postmenopausal haemorrhage, fatigue and dizziness had not resolved. The reporter provided no causality assessment for cervical cyst, depression, device breakage, dizziness, fatigue, genital haemorrhage, pelvic pain, postmenopausal haemorrhage, sleep disorder and weight increased with essure. The reporter commented: surgical report of (B)(6) 2019 for postmenopausal metrorrhagia with hormone replacement therapy. The onset date of the events was reported as (B)(6) 2019, apparently after the hysteroscopy date ((B)(6) 2019). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kgs. Biopsy - on (B)(6) 2019: complementary biopsy curettage: not reported. Hysteroscopy - on (B)(6) 2019: diathermy loop resection of a cystic mass in the anterior lip of the cervix hiding the central orifice. Cervical dilation with the hegar dilator from 3 to 9. Introduction of the bipolar resectoscope and dilation with physiological saline which made it possible to visualize a small clear uterine cavity; 2 essure stents in the fallopian tubes with several coils visible in the cavity, in particular the right which is covered with mucous fringes. No other abnormality. The mucosa appears normal. A section of posterior mucosal fringe without contact with a stent triggers a bodily reflex that stops all electrical impulses. Attempt to scrape the mucous fringes around the right stent without electricity, but the stent gets stuck in the loop which stretches it and 2 coils break. Conclusion: seemingly normal hysteroscopy. Ultrasound scan - on (B)(6) 2019: endometrium seeming normal with essure in place, but two cystic cervical masses. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 11-mar-2022. This spontaneous case was reported by a regulatory authority and describes the occurrence of device breakage ('essure stretched and broken during curettage requiring removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "essure broke during hysteroscopic removal" on (B)(6)2019 and wrong technique in device usage process "essure removed by hysteroscopy" on (B)(6)2019. On (B)(6)2009, the patient had essure inserted. On (B)(6)2019, the patient experienced device breakage (seriousness criterion intervention required), 10 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), genital haemorrhage ("haemorrhages"), postmenopausal haemorrhage ("postmenopausal metrorrhagia"), fatigue ("chronic fatigue"), dizziness ("dizziness"), cervical cyst ("two cystic cervical masses"), sleep disorder ("sleep disturbances") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure was removed during hysteroscopy on (B)(6)2019). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, cervical cyst, weight increased, sleep disorder and depression outcome was unknown and the pelvic pain, genital haemorrhage, postmenopausal haemorrhage, fatigue and dizziness had not resolved. The reporter provided no causality assessment for cervical cyst, depression, device breakage, dizziness, fatigue, genital haemorrhage, pelvic pain, postmenopausal haemorrhage, sleep disorder and weight increased with essure. The reporter commented: surgical report of (B)(6)2019 for postmenopausal metrorrhagia with hormone replacement therapy. The onset date of the events was reported as (B)(6)2019, apparently after the hysteroscopy date ((B)(6)2019). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Biopsy - on (B)(6)2019: complementary biopsy curettage: not reported. Hysteroscopy - on (B)(6) 2019: diathermy loop resection of a cystic mass in the anterior lip of the cervix hiding the central orifice. Cervical dilation with the hegar dilator from 3 to 9. Introduction of the bipolar resectoscope and dilation with physiological saline which made it possible to visualize a small clear uterine cavity; 2 essure stents in the fallopian tubes with several coils visible in the cavity, in particular the right which is covered with mucous fringes. No other abnormality. The mucosa appears normal. A section of posterior mucosal fringe without contact with a stent triggers a bodily reflex that stops all electrical impulses. Attempt to scrape the mucous fringes around the right stent without electricity, but the stent gets stuck in the loop which stretches it and 2 coils break. Conclusion: seemingly normal hysteroscopy. Ultrasound scan - on (B)(6)2019: endometrium seeming normal with essure in place, but two cystic cervical masses. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.